Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eighteen devices were received for evaluation. Fourteen events were duplicated during testing. Four events were not duplicated; however, the devices were found to be outside of specifications. Four devices were found to have a broken bearing and debris. One device was found to be affected by debris. Six devices were found to be affected by corrosion. Six devices were found to have bearing damage. One device was found to have non-stryker repairs. Two devices were not available to stryker for evaluation. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 20 </noe> malfunction events, in which the device overheated. Fifteen reported events had no patient involvement; no patient impact. Four reported events had patient involvement with no patient impact. One reported event had no known patient involvement or patient impact.